Manufacturer narrative:
Investigation conducted by the field service engineer (fse) found the issue experienced by the customer was associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering was unable to replicate the customer reported issue, however, found the psm wrist input assembly to be below specification. All four wrist assemblies and the cannula mount were replaced. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that approximately 45 minutes during a da vinci si pulmonary lobectomy procedure, an instrument could not be recognized on a patient side manipulator (psm) arm. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.